Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the right ventricular lead exhibited less than 200 ohms impedance in the unipolar configuration. Ventricular noise was observed with movement of the left arm.